Manufacturer narrative:
Other device involved in this event: battery/(B)(4); cat #: 1650de; exp date: 09/30/2016, mfg date: 09/30/2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that power switching was noted in the log files in relation to the patient's batteries. No consequence to patient. No additional information available.

Manufacturer narrative:
It was indicated that the power switching was reported by the patient and via log file analysis. The battery capacities were greater than 25% when the event occurred. The power switching could not be reproduced by manipulating connections. It was reported that the patient was experiencing power switching. Two batteries, (B)(4), were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the batteries met specifications. The units passed visual examination and functional testing. However, the reported event of power switching was confirmed via review of the controller log files, which revealed premature power switching events involving batteries (B)(4). In addition, log files revealed the controller in use ((B)(4)) had a real time clock (rtc) error showing the year as 2000. This was likely due to an extended period of time where the controller was not in use, causing the real time clock battery to deplete. The most likely root cause of the reported event can be attributed to a momentary disconnection between the controller and batteries. The manufacturer has opened an internal investigation to evaluate the momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).